Manufacturer narrative:
A product sample has been received and awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A surgeon reported that air mixed into the infusion line during a procedure. The problem was not resolved after venting the air, however, the procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed. This was the fourth complaint for the finish goods lot; however, the first for this issue. The device history review (DHR) showed the product was released per specifications. The returned sample was visually inspected and the infusion cannula and drain bag were noted to be missing. The probe tip was returned bent and without the tip cover. A full internal pressure leak test using an external pressure was performed on the cassette and no leakage was detected. The cassette was then tested on a console representing the current software version. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies and no air leakage was observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The sample passed functional and performance tests with no anomalies observed. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).